Event description:
It was reported that four days post xact stent implantation in the right internal carotid artery, the patient presented to the emergency room due to left sided weakness and slurred speech; however, most symptoms resolved before seen by the physician. The only remaining symptom was 'pins and needles' in the left hand. Head CT showed a probable stroke. On (B)(6) 2011, the patient returned for a CT angiogram of the neck, which showed likely in-stent thrombosis. The patient was admitted to the hospital for heparin therapy and continues to report some tingling in the left hand. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects cerebrovascular accident, thrombosis, neurological deficit/dysfunction and weakness are listed in the instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.